Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump beeps whenever his blood glucose is low. The patient's blood glucose at the time of incident was 50 mg/dl. The customer was assisted with silencing the low blood glucose alerts; he was advised that the insulin pump was functioning properly. Troubleshooting for the low blood glucose was declined. No products were returned or replaced.